Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm and an auto-off alarm. There was no reported impact to the customer's blood glucose level due to the alarms. The customer indicated that no troubleshoot was needed for the alarms.